Event description:
Event description boston scientific received information that during a follow-up, it was noted that this device was missing one day of daily measurements. Since the patient was not pacer dependent, the physician sent them home. Technical services recommended bringing the patient back to the clinic to complete a save to disk and hex dump that can be analyzed futher. This device is part of a physician communication dated june 23, 2006 regarding a low voltage capacitor.